Event description:
It was observed that during the device evaluation, the deflectable videoscope exhibited scope communication error - e226 due to damage on charged couple device unit. There were no reports of patient harm.

Manufacturer narrative:
The device was evaluated. In addition to reportable finding mentioned in reportable event description, the device evaluation found following findings: there was fluid invasion in control body and video connector; water tightness was lost due to a pinhole on bending section cover (a-rubber) and due to a cut on universal cord; adhesive on a-rubber was detached and had a chip; there were pinholes in the bending rubber, the metal was not sticking out; universal cord and video cable had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event may have occurred due to damage to the device during the user's handling, which caused moisture to enter the interior from the damaged area, and the moisture damaged the internal kiban of the video connector or the image sensor unit. The event can be detected/prevented by following the instructions for use which state: ltf-s300-10-3d operation manual chapter 3 preparation and inspection 3.7 inspection of the endoscopic system_ inspection of the endoscopic image. Ltf-s300-10-3d reprocessing manual chapter 1 general policy 1.4 precautions :perform a leakage test on the endoscope after each precleaning procedure. Do not use the endoscope if a leak is detected. Use of an endoscope with a leak may cause a sudden loss of the endoscopic image, damage to the bending mechanism, or other malfunctions. Use of a leaking endoscope may also pose an infection control risk. Olympus will continue to monitor field performance for this device.